Event description:
Pt had surgery on 11/24/93. Pt was receiving medication for pain post-op via pca machine. Medication changed from morphine to demerol/emetro at 8:00 pm. Pca machine checked at 10:00 pm. At 11:59 pm rn entered room to do pt assessment and found pt unresponsive without pulse. Code called and pt expired. Body sent to pathologist. Pca machine sent to co for eval.on 1/4/94, dr notified hosp of elevated demerol level in toxicology screen and questioned operation of machine. Machine still at co. Report filed when toxicology results made known.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.